Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose associated with missed and incorrect meal announcements while using the ilet bionic pancreas, with a documented nadir of 39 mg/dl and device low alerts present. Symptoms included emotional distress with crying. Outcomes included correction with oral glucose and a brief low duration of approximately 30 minutes, without need for assisted care. Investigation included user education and troubleshooting with outreach to the field team for possible device reset. Investigation of this case revealed user-related use error due to missed and inaccurate meal announcements leading to hypoglycemia, with device alerting functioning. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.